Event description:
It was reported during a bph procedure; the first fiber issue of connection error was noted. The second fiber issue "fiber cap detached" was reported. The procedure was completed using an alternate procedure, turp. Patient outcome: "no injury to patient" was reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken at proximal side of fiber/glass cap fusion zone at the uv glue zone; the glass cap and the metal cap are detached and returned; the fiber exhibits signs of melting of the outer flow tubing at the fracture location; the outer flow tubing wall integrity is compromised. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.